Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during an upgrade procedure, the helix could not be retracted on the right ventricular (rv) lead. Another extraction method was used and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.